Event description:
A malfunction alarm with code malf 12 was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's condition. Customer was informed about pump reset instructions and decided to perform the reset independently. No recurrence of the malfunction code was noted, and the customer was advised to continue using the pump while remaining vigilant for any future issues.